Event description:
It was reported that the hp multi-link was implanted during a ptca/stent procedure in the proximal left anterior descending. Four days following the procedure, the pt experienced chest pain and the left anterior descending was reportedly 100% stenosed. It is unkown what intervention was performed; however, the pt was doing well.